Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial# (B)(4)) delivered 4 compressions and then stopped. The customer performed manual CPR and return of spontaneous circulation (rosc) was achieved. No consequences or impact to patient.